Event description:
Customer reports to have low blood glucose of between 30 mg/dl and 40 mg/dl. Customer believes insulin pump was delivering insulin when it should not be. Customer reports that paramedics were called due to almost passing out. Customer was not sure if admission date was (B)(6) 2014 with blood glucose of 30 mg/dl customer reports to have a condition which prevents her from remembering past events. Customer was not sure of reason for low blood glucose and requested for insulin pump to be replaced. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.